Manufacturer narrative:
The MFR is attempting to acquire add'l info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The lvad was not returned for analysis. A correlation between the device and the reported event could not be conclusively determined. It was reported that an autopsy was not requested due to the anticipated nature of death. The patient had a longstanding history of respiratory issues and decompensation. The vad staff did not believe that the patient's death was device or therapy related. The vad staff did not request any equipment or an autopsy. The instructions for use lists respiratory failure as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Info was provided to the MFR through their device tracking system indicating that the pt expired. The outcome reported was due to "respiratory failure."